Event description:
The cannulas are bending. Bg has been high but able to correct with pump. On 08/30/02 maersk medical received the complaint and 2 used base pieces (cannula parts). The near-incident/malfunction took place in use.